Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that the 4-40 stud was broken on the handpiece. No patient consequences was reported.